Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The femoral impactor green bumper is broken rendering the device inoperative. The device was manufactured in 2014 and shows signs of extensive use. A medical investigation was conducted and confirms based on the limited information provided the root cause of the reported breakage could not be determined. The femoral implant impactor is manufactured and intended as an externally communicating device, not approved for implantation; therefore, long-term implantation data is not available. Though unlikely as it was recognized that it broke, but if retained the patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of possibly retained non-implantable foreign body fragments cannot be determined. No further medical assessment can be rendered at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during tka procedure, while inside the patient, the green plastic bumper of the femoral implant impactor broke off. The procedure was completed without delay using the same device. No injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.